Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer stated that they were not able to adjust their stimulation, but discovered that the stim was not on and not working at the time of the report. It was noted that the patient did not recall turning the stimulation off and the patient had an aurthrogram (x-ray) on their thigh. During the x-ray procedure, the patient did not turn off the stimulation and it was reviewed that ins labeling did not state that it was necessary to turn off the stim for x-rays. When the implantable neurostimulator (ins) was checked with the patient programmer (pp), the pp showed that the stim was off but when the patient turned on the stimulation with the pp, the stim not working issue resolved. In conclusion, it was possible that the patient was pressing the ins off button on the pp but it wasnt determined for sure. These issues started two days prior to the report. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain and headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.